Manufacturer narrative:
The report of the kit rear case being replaced due to plastic chipping was confirmed. Inspection of the returned pump module s/n (B)(4) confirmed chipped plastic on the left iui side. It was also observed that the door assembly is a third-party part. Test results identified an incidental dim segment at the decimal number. The proximate cause for the cracks on the kit rear case assemblies are believed to be the result of physical damage. Review of the sn (B)(4) service history record showed the device had a manufacture date of 05-aug-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure records were performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source devices.

Event description:
It was reported that the customer replaced kit rear case assembly. Customer stated "the rear case assy is chipped""